Event description:
On december 4, 2007, resmed became aware of the death of a patient in another country who was a user of resmed s8 elite flow generator. According to the patient's wife, the patient suffered a major coronary heart attack while on his way to bed. The patient was a male, and according to the patient's wife, had severe sleep apnea, but no known other ailments. Although the patient was not using the device at the time of the adverse event, the patient's wife stated device had not been working correctly when the patient had been using it for treatment, and that the patient had said to her that the device was turning off during the night.

Manufacturer narrative:
After an initial and inconclusive investigation of the device at resmed corp., the device was sent to resmed ltd. (The manufacturer and design house) for further investigation. A final report will be submitted within the next 30 days.